Event description:
Event occurred on an unspecified date involving a plum 360 where the reporter stated that the noticed abnormal burn smell or smoke during start-up. There was no patient involvement, no adverse reaction or need for medical intervention, and no delay in therapy as a result of this event.

Manufacturer narrative:
The device was received for evaluation; as received there was no ac and dc power. The event log history was reviewed. The pump was opened, and physical/visual inspection was conducted and evidence of burn on power supply, pwa was confirmed; encountered abnormal smell during functional testing. Probable cause: abnormal burn, smell or smoke due to faulty power supply pwa - power supply assembly was replaced.